Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The device locked as intended, however, the orange indicator was over-traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws of the device would not open off of the tissue. The surgeon was able to manually remove the device and continue with another like device to complete the procedure. There was no patient consequence reported. No additional details could be provided.